Event description:
A caller reported an issue with their device displaying an incorrect time, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation. The caller acknowledged the instructions and understood the need to follow up if the discrepancy recurs.